Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on september 8, 2019 with blood glucose of 49 to 81 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated they had a blood glucose of 130 mg/dl, put in 55 grams of carbs, and the pump delivered 17 units of insulin. The customer stated their max bolus was set to 12 units. The customer believes they accidentally delivered 2 back to back boluses of 10 units each in 30 minutes. Troubleshooting was completed and it was found the customer uses sensor glucose to program boluses. The insulin pump will be returned for analysis.